Event description:
Event description guidant received information that this patient was brought in for device testing, as a sensing issue was suspected during transtelephonic monitoring. Interrogation revealed that the device had performed a lead safety switch on the atrial lead due to lead impedance measurements of greater than 2500 ohms in bipolar configuration, and no capture despite maximum outputs was observed. In unipolar configuration, impedances were 610 ohms and thresholds were 1.4 v @ 0.4 msec.additionally, it was advised to continue to follow this lead. It was later reported that this lead was surgically abandoned as the lead was crushed under the patient's clavicle.